Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v662598, implanted: (B)(6) 2011; product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented with a worsening or exacerbation of a preexisting condition of right-sided pain. It was noted that the patient had increased right leg, back and flank pain and that the patient felt like the device was ¿sitting on sciatic nerve.¿ it was noted that the pain was more intense with stimulation, onset about one month post-removal of synovial cyst, and associated tremors on the right side, especially the hand. Intervention included reprogramming, device turned off, and the device was removed without resolution of bank pain due to preexisting diagnoses. The patient outcome was noted as resolved without sequelae.

Event description:
Additional information reported the event was spondylolisthesis at l5-s1 with nerve impingement. The patient also had numbness in their right foot, burning in their right calf, throbbing in their right hip, and tremors in their right hand. In (B)(6) 2011 the numbness, back pain, and tremors had continued.